Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the unit would bog down and would not spin the blade. The procedure was successfully completed with a second device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/22/2009. Insufficient drive of disposable - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.